Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff was torn apart. The patient had a medical history of flaccid palsy of legs and arms. There was no patient injury.